Event description:
It was reported that the patient went to the emergency department due to extreme itching and discomfort relating to the dressing. The physician changed the dressing and patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7332544. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).